Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a broken sensor wire on (B)(6) 2014. Patient claims that sensor pod part broke off with part of sensor wire. Patient removed remaining sensor wire from skin. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.